Manufacturer narrative:
The insulin pump passed displacement, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump primed properly during testing. The insulin pump was received with minor scratched display window, cracked case at display window corner.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin squirted out during the manual prime. Customer stated that piston continued to move forward after reservoir contact. No further information reported.